Event description:
Information received from the field notes that the patient presented to the clinic for a routine follow-up. Segms revealed oversensing of noise. The oversensing could not be reproduced with patient isometric exercises. Unipolar lead impedance was 260 ohms and bipolar impedance was 600 ohms. The patient was not pacemaker dependent. The device was programmed to the unipolar configuration.